Event description:
During an hepatic angioembolization, while manipulating the catheter in the branches of the hepatic artery, the guidewire stuck in the catheter. As per the affiliate, the guidewire seemed to stick in the distal portion of the microcatheter. During attempts to remove the guidewire, the ptfe lining of the microcatheter accordioned. A continuous flush solution was maintained through the microcatheter during the procedrre, and no difficulties or resistance was noted during insertion of either the guidewire or the microcatheter. There were no abnormalities noted in either the microcatheter or the guidewire prior to use. The microcatheter and guidewire were removed without any adverse effects to the patient, and the procedure was successfully completed with a prograde microcatheter (terumo).